Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, difficulty advancing across the lesion occurred. The target lesion was located in the severely tortuous left circumflex (lcx) artery. The physician advanced a 3.5 x 16 mm promus element plus stent to the lesion but could not cross the lesion. The procedure was completed with balloon angioplasty. There were no patient complications reported and the patient status is good. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at the distal end with approximately ten rows being misaligned and bunched up. No other issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).